Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge and inspect the o-ring, and further assistance involved inspecting the pneumatic tap area, cleaning it, and ensuring the cartridge was properly attached. The customer successfully completed the load process and resumed insulin use.